Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the multiple columns of grade iii varices seen in esophageus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands were deployed; however, when the physician repeat the endoscopy one of the bands dislodge and failed to remain attached to the varix. Reportedly, there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.